Event description:
Event #1 [redacted date]. A pharmacy technician at bridgeport hospital identified a potentially adulterated medication product in the IV room at approximately 1600 on [redacted date]. The bd precisionglide 16g x 1 inch needle with lot# 3320201 and exp: [redacted date] was identified with a brown colored discrepancy within the sterile wrapping. It appears that a brown liquid dripped into the safety cap. Event #2 [redacted date]. Small metal shard noted in closed package. Lot 3334871. E-mailed back and forth with bd reps on [redacted date] and [redacted date] to retrieve products. Manufacturer response for needle, precision guide needle (per site reporter).